Event description:
It was reported that the user experienced frequent high glucose readings last reported at 265 mg/dl while using the ilet with a dexcom g7 continuous glucose monitor (cgm), with discrepancies between pump-displayed glucose and fingerstick values. Review indicated most meal announcements were entered as ¿less,¿ the cgm target had been changed, and a factory reset with full supply change and re-entry of weight was completed to go bionic, using a steel infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and user interface involvement, specifically incorrect meal announcement protocol and cgm target adjustment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.